Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the paramedics were called twice for low blood glucose levels. Once on (B)(6), 2010 due to a low blood glucose reading of 53 mg/dl, and again on (B)(6), 2010 due to a low blood glucose reading of 25 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The customer did not feel comfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.